Event description:
A pt undergoing radiation therapy was exposed to cidex opa residue when the radiation sheld was applied directly onto the eye to protect the cornea. The sheld was disinfected with cidex opa overnight and the shield was not rinsed adequaltely prior to use. Later that day, the pt called the radiologist to complaint about eye p0ain and was advised to seek medical attention from her eye physician. At this time, no additional information regarding the duration of occlur exposure to cidex opa from the device, pt's medical care treatments or outcome of the event are available.

Manufacturer narrative:
The physician reported that the patient is doin fine. The patient's eye recovered and was ready to continue with her prescribed radiation therapy a sscheduled. The event did not alter radiation therapy dosages or times. The physician stated that this was an isolated event and they have not experienced any problems before or since this incident. The msds for cidex products was faxed to the physician.